Event description:
A customer reported via phone call indicating that their insulin pump alarmed multiple no deliveries. The customer's blood glucose level was unknown at the time of the call. The customer states that they had to frequently changed the batteries on the insulin pump and that there was condensation behind the lcd screen. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.